Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a bruising at the ipg site. The patient underwent a pocket revision on (B)(6) 2019 wherein the scs ipg was explanted and the pocket was repositioned. The physician took cultures at the original, discolored pocket site. The cultures returned (B)(6) for infection. The patient has been prescribed z-pack. Patient has been instructed to return to the health care facility routinely for wound care.

Event description:
It was reported that the infection has been resolved.